Event description:
Information was received that the rod endcap was found to be separated; however, the rod achieved its intended length and there was no reported patient impact.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product confirmed the threaded cap was unthreaded from the housing tube, so the reported failure mode was confirmed. The returned rod was observed to be partially distracted. X-ray imaging inspection was not performed; threaded cap disengagements was clear. Per reported failure, functional testing and internal component inspection were not applicable. The issue recorded in this complaint is a known issue and a corrective action has been initiated. Device records review: review of the device history records for the rod confirmed that it met all of the required quality inspections.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that the rod endcap was found to be separated; however, the rod achieved its intended length and there was no reported patient impact.